Manufacturer narrative:
A titan touch pump, two cylinders, and a reservoir were received for analysis. Abrasion was noted on all tubing of the pump. No functional abnormalities were noted with the pump. A separation adjacent to abrasion was noted on the exhaust tube cylinder 2 at the tube/strain relief junction. This was a site of leakage. Two groups of separations were noted on the exhaust tube of cylinder 2, indicating contact with unshod instrumentation. These were sites of leakage. A small leak was observed under the connector on the exhaust tube of cylinder 1. However, the reason for the leakage was not able to be determined as the connector was still attached to the tubing. Two groups of separations were noted on the inlet tube of the reservoir, indicating contact with unshod instrumentation. These were both sites of leakage. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing matched in such a way to conclude that they had overlapped and abraded against one another while in-vivo. This then may have caused the exhaust tube of cylinder 2 to be kinked onto itself for a period of time at the tube/strain relief junction. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the exhaust tubing at this site. A separation of this type could then allow the loss of fluid, making the device inoperable. A small leak was observed under the connector on the exhaust tube of cylinder 1. However, the reason for the leakage was not able to be determined as the connector was still attached to the tubing. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separation in the exhaust tube of cylinder 2 and inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, it was concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, the tubing was broken coming off the pump where the thicker tubing meets the center tubing. The device was removed and replaced.